Manufacturer narrative:
Additional information provided on 16-oct-2025. Correction to section b5 - describe event or problem. Correction to section h6 - adverse event problem- medical device problem code.

Event description:
It was reported the cannula was visible when the patient removed the needle guard, indicating the needle mechanism deployed early. The pod was not worn and no adverse patient impact was reported.

Event description:
It was reported the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.